Event description:
It was reported that a shaft hole occurred. The patient presented with angina. The patient presented with angina. The 80% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). The device was properly prepared. During insertion, the wolverine balloon could not be fully loaded into the non-boston scientific guidewire, entering only approximately 1 cm. Upon reattempting the load, the shaft ruptured. The procedure was completed with another wolverine device. There were no patient complications.

Event description:
It was reported that a shaft hole occurred. The patient presented with angina. The patient presented with angina. The 80% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending artery. A 15mm x 4.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). The device was properly prepared. During insertion, the wolverine balloon could not be fully loaded into the non-boston scientific guidewire, entering only approximately 1 cm. Upon reattempting the load, the shaft ruptured. The procedure was completed with another wolverine device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the wolverine device returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified multiple kinks in the extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. Microscopic examination identified an inner lumen break 4.9cm and stretching of the inner lumen 9cm (1.4cm in length) from the distal tip. The inner and outer lumen was perforated 8.7cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.